Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the serter may be defective and that they had a bent cannula. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 500 mg/dl at the time of incident and was hospitalized on two separate occasions for high blood glucose. Troubleshooting was done for bent cannula and customer was informed that a new serter would be mailed to him.